Manufacturer narrative:
Concomitant medical products: 1688t lead implanted: (B)(6) 2019, 1688t lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced due to an infection. It was noted an antibacterial absorbable envelope had been used at the original implant procedure. Cultures were taken and the resulting organism was gram negative bacteremia. No further patient complications have been reported as a result of this event.